Event description:
It was reported that the device would not calibrate. During receipt of the device a labeling issue was also noted. There was no patient contact.

Manufacturer narrative:
H10: manufacturing review: a device history record review and manufacturing review was not required as the event was determined to be expected and the investigation did not identify any manufacturing and/or service-related issues. Investigation summary: the drencor device serial number (B)(6) was received. The encore driver was visually inspected upon receipt and was found to be in good overall condition and functions normally. Upon receipt, it was discovered that the devices serial label had incorrect information and distal caches and sensor cover were scratched. Upon disassembly, it was found that the gears were contaminated with black residue. The device was functionally tested and failed the tests due to a fault within the flex circuit, preventing the vac hand switch from functioning. No other anomalies were identified. This investigation has been determined to be unconfirmed for the device failed to calibrate as the device calibrated successfully with 7g, 10g and 12g probes and confirmed for the labeling issue as device serial label had incorrect information (i.e., missing character). The definitive root cause cannot be determined for the reported calibration issue. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications and contraindications showed that the product labeling is adequate. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Manufacturer narrative:
As the serial number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. However, photo was provided for review. The investigation of the reported event is currently underway. (Expiry date: 12/2099).

Event description:
It was reported that prior to use, the device allegedly failed to calibrate and had labeling issue. There was no patient contact.